Event description:
In 2005 the target lesion was located in the diagonal artery (dx). The pt was given plavix and asa pre procedure. The vessel was predilated with a maverick 2.5 x 15 mm balloon to 10 atms for 60 seconds. The taxus express2 2.5 x 16 mn drug eluting stent was deployed at 10 atms for 60 seconds. There was an st depression with no angina. The stent was not post dilated. Versed, oxygen, marcaine, and haparin were given during the procedure and plavix was administered post procedure. Four days later the pt returned to the cardiac catheterization lab with minor chest pains. A sub acute thrombosis was diagnosed in the dx through angiography. The pt had been ona regimen of plavix and asa prior to the re-intervention. A maverick 2.5 x 15 mm balloon was inflated to 8 atms for 45 seconds which occurred with st elevations. The third inflation was to 8 atms for 45 seconds, again with st elevations. The balloon was exchanged out for a 2.5 x 15 mm nc ranger balloon which was inflated to 16atms for 60 seconds with st elevations. A second inflation was made to 16 atms for 60 seconds with st elevations. Then a taxus express2 2.5 x 8 mm stent was deployed at 16 atms for 30 seconds with st elevations. Medication given during this re-intervention included marcaine, heparin and reopro. The pt is reported to be fine.